Event description:
It was reported that a low flow software upgrade was requested for the patient. The cause of the low flow alarms was potentially from positioning of the pump. The low flow alarms did not resolve but were less frequent. No symptoms were observed at the time of low flows. The cause of the low flows was possibly the positioning of the pump; the low flow alarms did not resolve after the software upgrade but were less frequent. There were no patient symptoms at the time of the low flows.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of possible pump malpositioning was unable to be confirmed through this evaluation. The reported low flow alarms were confirmed based on the onsite evaluation by an abbott representative. Although a specific cause for the low flow alarms could not be conclusively determined, the account indicated that they were possibly due to positioning of the pump. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.